Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers failed and station on critical override. A field service engineer (fse) logged in and verified the network connection. Network ports were swapped, and the network adapters on the communication sled were switched, during which one adapter was identified as non-responsive. A replacement part was obtained and installed. Network connectivity was subsequently established; however, the application was still unable to connect. Network checks, including pinging the internet protocol (ip) address and local network, appeared normal. The customer was informed that further validation from the hospital information technology (it) department at the network switch level was required. Later, upon customer request, fse remotely accessed the station, enabled the wireless fidelity (wi-fi) adapter, and successfully connected the device to the hospital¿s wireless network. The system functioned as intended after the field service engineer repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was placed on override. Multiple drawer failures were noted, and recovery attempts were unsuccessful. The customer attempted several reboots; however, the drawers remained in a failed state and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.